Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate and remained static. Reportedly, the cartridge was filled with 200 units of cold insulin. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer continued using the existing cartridge.